Event description:
The customer reported that when connecting the olympus colonovideoscope to the processor, the message scope not supported appears during setup. No patient injuries were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.